Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. Initial reporter - the article was written by omar k. Alnachoukati ms, keith berend md, mike kolczun md, roger emerson md, adolf lombardi md, david mauerhan md, john barrington md. Device remains implanted.

Event description:
Information was received based on review of raw data spreadsheets and journal article abstract titled, "multi-center study of 825 phase iii oxford medial compartmental arthroplasty knees: an average ten-year survival analysis in the united states" which aimed to provide the first long-term survivorship, large patient sample size study in the united states looking at the various aspects of the phase iii oxford design while also addressing recent advancements that can help aid the unicompartmental knee arthroplasty process and improve partial knee survivorship. A patient identified in the article that underwent left partial knee arthroplasty reportedly experienced pain 8 years post-implantation. No revision procedure has been reported to date.